Event description:
It was reported that the port hub leak during infusion. Medication leaked onto the patient's clothing. No skin irritation or reaction occurred. The patient wore a double shirt, so the skin was not fully exposed. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed; however, the exact cause is unknown. The products returned for evaluation were 10 sealed 20g x 0.75in. Safestep infusion sets w/y-site. Of the 10 sealed devices, six of the units matched the lot number reported by the customer (lot: asjrfc040) and the other four were for a different lot (lot: asjnfc040). No defects were identified in any of the units with the unreported lot number. The units were functionally tested by flushing the infusion sets with water using a 12 ml luer lock syringe. During testing, a bead of liquid was observed to form on the top of the y-site valve in one of the units (unit 02) for lot: asjrfc040. A microscopic observation revealed no damage to the y-site or its valve. No leaks were observed in any of the other units. The product IFU states: "needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve." This complaint will be recorded for future trending and monitoring purposes.